Event description:
Customer reports that while performing uterine closure following myomecytomy the suture needle broke. Pieces were removed. A second needle was then used and also broke. All pieces were retrieved. There are no reported adverse consequences to the pt related to this event.